Event description:
It was reported that the patient is deceased. Eleven days earlier the patient called into patient services and said that the device alarm sounded; the right ventricular (rv) lead was fractured. A "feature" was "turned off" in the device and the patient went home. The alarm sounded two more times. The patient was brought to the operating room for a laser lead removal of the rv lead due to the fracture and oversensing. Additional information received indicates that during the explant attempt the patient suffered a myocardial perforation. The lead could not be extracted; the lead was cut and capped. An emergency thoracotomy was performed during which the patient the patient incurred an anoxic brain injury. The patient was admitted to the intensive care unit. The patient died ten days post the attempted lead extraction. The cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2012. Of note, the reportable serious injury is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2012. Information was subsequently received on (B)(6) 2012 and revealed patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death/pediatric malfunction/serious injury], this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Additional information regarding the evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4) -partial lead was returned to the manufacturer, subject to litigation, no analysis performed.